Event description:
Information received indicates the brake is not holding on the bed.

Manufacturer narrative:
The hill-rom technician replaced the brake/steer caster and adjusted the casters to repair the bed.